Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and could not duplicate the reported issue. The fsr set up the vent and ran okay for about 3 hours. Ovp (operational verification procedure) and performance check were performed and all passed. All work was accomplished per vela service manual. The vent is operational and meets (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault and motor fault alarms during patient use on the vela ventilator. The customer reported there was no patient harm associated with the reported event.